Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting a comm loss" message followed by "registered bed not ready" message followed by return to regular operation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were getting a comm loss" message followed by "registered bed not ready" message followed by return to regular operation. No patient harm was reported.